Event description:
(B)(6) 2015, the patient let the surgeon know that she was walking and she felt a pop in her foot. It appeared via x-ray that a screw pulled through the screw hole plate but the patient was not feeling pain so the surgeon decided to monitor it for the time being.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Manufacturer narrative:
The reported event that anchorage plate had a screw through the plate could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during nc (B)(4) and is addressed by CAPA (B)(4). A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. Patient was fused. Investigation has been reviewed because of new inputs from sales rep on april-13th 2015: investigation and conclusion remain the same; new inputs don't modify it. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2015 the patient let the surgeon know that she was walking and she felt a pop in her foot. It appeared via x-ray that a screw pulled through the screw hole plate but the patient was not feeling pain so the surgeon decided to monitor it for the time being.